Manufacturer narrative:
The instrument was returned and evaluated. Investigation revealed the instrument main tube was cracked. The distal end of the main tube exhibited hairline cracks in the axial direction. The reported complaint of a recognition failure does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. However, the hairline cracks found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci distal gastrectomy procedure, the monopolar curved scissors instrument (mcs) was not recognized by the system. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.